Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device doesn't work was confirmed. It was found that the shaft was bent with scratches and the device produced a bad image. The distal tip was dirty and damaged. The distal tip was replaced and the device was cleaned, tested and found to be fully functional. User mishandling is one possible root cause for the damage to the parts of the device. The damage to the parts would have caused the device to display the bad image. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure, it was observed that the hd arthroscope, 4.0 mm, 30 deg, 175 mm: compatible with storz style did not work. According to the report, the device had a spot and scratch on the optics. During I-house engineering evaluation, it was determined that the device had a bent shaft, dirty and damaged distal tip and produced a poor bad image. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.